Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer noted that the device was not in patient use at the time the issue was discovered. The asp engineer also stated that the issue was resolved once the hospital equipment department replaced the flow sensor assembly. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the tidal volume was abnormal after the device was powered on. The device was in clinical use at the time the reported issue was discovered; however, there was no reported harm to the patient or user.